Event description:
It was reported that a revision surgery was performed to the patient (B)(6). Due to unstable knee as the result of continuous dislocations.

Manufacturer narrative:
The affected legion ps high flexion insert was not returned for evaluation. The device was manufactured in 2015. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the return of the actual product involved, our investigation of this report is inconclusive. A clinical evaluation noted that the affected legion ps high flexion insert was not returned for evaluation. The device was manufactured in 2015. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the return of the actual product involved, our investigation of this report is inconclusive. A clinical evaluation noted that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Based on the available information, a root cause for this patient¿s instability and dislocations cannot be concluded. Should any medical records or documents become available this complaint can be re-assessed. No information on this patient¿s current status has been provided. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.